Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The battery was recommended for replacement to resolve the issue. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. H3 other text : the distributor performed a checkout of the equipment and confirmed the reported complaint. The battery was recommended for replacement to resolve the issue. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a battery failure during pre-use checkout that could cause loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
This supplemental correction #1 for MDR 2112667-2024-00899 is being filed to correct the block b3 incident date from (B)(6) 2023 to (B)(6) 2024.